Manufacturer narrative:
Findings: all buttons functioning properly. However, found corroded keypad traces. No button error alarm during testing. No moisture damage on electronics assembly noted. Pump received with cracked belt clip slot, cracked reservoir tube lip, and cracked case near display window corners, and stained end cap sticker noted.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer work as a lifeguard, keeps the device in a (B)(4) bag, he had forgotten to disconnect the device when rescuing someone. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.